Event description:
Twenty-four days after implant, this patient suffered a hemorrhagic stroke. The implant procedure included concurrent aortic valve repair and post op course was uneventful. While being prepared for discharge home, the patient complained of feeling generally unwell and CT scan revealed an intracranial bleed. This was deemed an unrecoverable event by the neurological team and treatment was withdrawn. The patient subsequently expired. The device remains implanted.

Manufacturer narrative:
Stroke has been identified as a serious adverse event that may be associated with implantation and use of the heartware system. Based on the available information within this investigation, there is no evidence to suggest that the root cause relates to a device defect. This patient's anticoagulant/antiplatelet medications and supratherapeutic inr likely contributed to this event. No additional information will be forthcoming. Device not returned.